Manufacturer narrative:
(B)(4).

Event description:
It was reported that insulation anomaly, low impedance and high capture threshold was observed on the right ventricular lead. The patient was asymptomatic. The lead was capped and replaced successfully. The patient¿s condition before, during and post procedure was stable.